Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The tracheostomy cannula was placed in the patient (B)(6) 2016. On (B)(6) 2016 the cuff lost pressure and the cannula was removed from the patient and replaced with another cannula. There was no injury for the patient. The device was checked before its use.